Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor relay. The motor passed motor test. The insulin pump was received with minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 163mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.